Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheathwas selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that the dilator of the sheath was found to be defective upon opening the package. The tip of the dilator was partially chipped off. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Under microscopic inspection, the dilator was observed to be damaged. Additionally, inspection of the valve hub observed no excess adhesive around the inner rim of the shaft inside the valve hub, which could have obstructed the access site. Based on the observed damage to the dilator tip, this defect was likely caused by insertion into the sheath due to its flattened and bent appearance.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that the dilator of the sheath was found to be defective upon opening the package. The tip of the dilator was partially chipped off. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.